Manufacturer narrative:
The lens remains implanted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
A consumer reported that approximately 1 month post lens implantation there were issues with far and near vision. A yag laser was performed on (B)(6) 2014. This report refers to the patient's right eye.